Event description:
Additional information received from the patient stated that the ins been off unexpectedly was not resolved. The patient has been back to the uw office to find out what was happening from the practitioner but she passed it off to her and she not knowing how to use it did not help. The doctor has not seen the her in a year except when they had their battery done a year ago and this one has not worked. The doctor tried to start it but it did not last until they got home and peed all over on herself trying to get in the house. There are supposed to be 4 programs. One does not work at all , 2 are at the very top and do not work and the 4th one shuts off. The patient reported that they went to the doctor's office on oct 2 in the afternoon and a urine sample drawn and showed an infection. They used 10 days of antibodies and thought it was clear. Their regular doctor found one is september and took medication for 7 days ((B)(6)) the patient was still feeling awful and call the doctor but the first thing he did was to test for an infection. They have a 3rd one done , all 3 of them were different. The patient is in the ninth day of treatment of this one and will not be going back to that doctor because he cannot figure out her problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient is still having therapy concerns, she is not getting any help from it, she cant get numbers to go higher, and she is not feeling stim sensation for about a year. Patient is on program 4 with amplitude at 6.35. Therapy is turned off. Patient turned therapy back on herself during the call and was navigating through various screens on her pp and changing programs without patient services (ps) assistance or direction to do so. Patient sees upper limit message when trying to increase amplitude. Patient changed to p1 and stated maybe she is feeling a little on p1, then she changed to p2 and said she is not feeling it. Pt reports she has no falls but has a bad back. She has also had different kinds bladder infections september, october, november, and december and she is on antibiotics. Patient also stated its depressing for her. She went to a urology practice in il and they directed her back to her managing hcp in madison. Patient expressed dissatisfaction with her managing hcp and stated she never sees him when she makes appointments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that ever since implant, it hadn¿t worked for the patient¿s symptom control because they were wetting themselves and couldn¿t make it to the bathroom. The patient stated they sprayed urine all over their bathroom floor because of this. The patient noted going to their healthcare provider on (B)(6) 2019 for their annual check of the device. The patient noted their healthcare provider told them that the ins was off, and they turned the ins back on. The patient stated they didn¿t know how the ins got off and they didn¿t press the off button on the programmer. The healthcare provider put the patient on program 1. The patient stated that it hadn¿t helped at all so they turned stimulation up to 6.35v and had hit the upper limit. It was reviewed that the patient¿s ins was on, they had 2 other programs but that changing programs was up to their healthcare provider¿s direction. The patient noted their healthcare provider didn¿t give them direction and asked for help trying a different program. The patient was assisted with changing from program 1 to program 2, and they were already at 6.35v. The patient felt stimulation and noted they weren¿t able to increase up past 6.35v because they hit the upper limit. The patient was redirected to their healthcare provider if the program change didn¿t improve their symptom control. No further complications were reported.